Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 199.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.